Event description:
It was reported by svc report that the head left release handle was broken and the side rail was stuck in the intermediate position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: handle.